Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported the patient had a fall that could be related to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The caller reported that they used to charge the patient's ins every other day but now they had to recharge the ins 2 times per day. The caller also reported that the patient was very restless and was always moving when laying down. The caller reported that they got 8 coupling boxes when recharging and that the ins got full easily but they had to check the ins more often. The caller was unsure if the patient had any recent reprogramming. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported the patient had a fall that could be related to the issue which occurred when the patient tripped/fell when being transferred. This occurred the day prior to report ((B)(6) 2018).